Event description:
System error 2240 message appeared on the display of the home patient's machine during initial drain of their automated peritoneal dialysis therapy. Home patient reported they did not disconnect from patient line, did not see moisture on bags, bags did not disconnect and both bags were full. The unused blue clamp was open - cap on line. Service center explained that clamps should be closed on any unused lines. Home patient stated patient connected to patient line extension before priming, but did not know they were supposed to check patient line and patient extension to make sure they were full with fluid and no air bubbles before connecting patient line to catheter at connect yourself/check patient line alert. Service center had home patient close catheter and clamps, power machine off/on and assisted with clearing the alarm. Service advised patient to end therapy, dispose of setup, to call nurse and start over with new setup. No report of injury at time of initial report.